Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2016-04344. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient reported that patient experiences unspecified complications following a hip revision procedure due to a possible allergic reaction to titanium.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined this device should not have been reported. MFR report: 0001825034 - 2017 - 06310 was submitted in error and should be voided.